Manufacturer narrative:
(B)(4). The device will not been returned for analysis as it was implanted; therefore the complaint cause could not be reliably determined. Vasospasm is a known inherent risk of embolization procedure and is documented in the onyx instruction for use (IFU). Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. In this event, difficult catheter removal or catheter entrapment may be caused by one or more of the following factors: angio-architecture: very distal arteriovenous malformation fed by afferent, lengthened, small, or tortuous pedicles, vasospasm per onyx IFU: to reduce the risk of catheter entrapment, carefully select catheter placement and manage reflux to minimize the factors listed above.

Event description:
Medtronic received information that a competitor's catheter broke where the reinforced part met the non-reinforced part during withdrawal during onyx embolization procedure and the broken part (15 cm) was left in the patient from the left internal carotid up to the left anterior cerebral artery at the point of the avm. Onyx embolization was performed to treat a ruptured small arteriovenous malformation in the left posterior frontal cortex fed by the anterior cerebral artery and the branches of the left sylvian artery with drainage into a cortical vein which did not rejoin the venous sinus but was drained by the medullary veins in its territory (spetzler and martin grade iii). The duration of the onyx injection was 20 minutes with a 2 minutes pause during injection. It was reported no reflux of onyx occured, however, there was some vasospasm reported during the procedure. When the catheter was removed it was seen to be ruptured where the reinforced part met the non-reinforced part. An attempt at extraction using a lasso was carried out but this did not manage to dislodge the microcatheter. The physician confirmed that there was no entrapment of the catheter by onyx. The catheter was removed with not too much force and the physician could not provide an explanation on why the catheter broke. One hundred percent avm occlusion was achieved post procedure. On waking the patient had a transient motor deficit of the upper and lower limbs which rapidly resolved. The post embolization MRI and scan did not reveal any ischemic accident, except for a small subcortical swelling which may have been associated with a small venous thrombosis. One day post procedure, a control arteriography was showed a complete exclusion of the arteriovenous malformation, a broken microcatheter in place in the left anterior cerebral artery, and the left pericallosal artery whose proximal extremity was in the primitive carotid artery. The pericallosal artery containing the microcatheter looked extremely tortuous at that point, but it was definitely patent. The patient was prescribed a curative dose of anticoagulation medication for 3 months, as well as treatment involving acetylsalicylic acid 250 mg/day for 3 months. The patient experienced numerous partial epileptic fits two days after the embolization procedure. The neurological examination then obtained a glasgow coma score (gcs) of 15 and persistence of the known paresis on the right side of the body. The paresis was fluctuating and was associated with dysarthria. The patient was conscious and oriented. The scan conducted was identical with the one carried out post procedure and the results of the blood tests were normal. The patient was prescribed anti-epileptic medications. The operating sequelae were favorable and there were no relapses involving further epileptic fits.